Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's nurse reported via phone call that they experienced high blood glucose. The customer blood glucose level was 440 mg/dl at the time of incident and the current blood glucose of the patient is unknown. Customer's nurse did not provide any symptoms regarding to high blood glucose. Customer treated with insulin pump. The customer's nurse performed troubleshooting. The insulin pump will not be returned for analysis.